Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 942 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. It was also reported that the customer had been hospitalized another time in budapest, but did not want to give more information. Nothing further was reported.